Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened tip was received for the report of not aspirated, wound burn, sutures 5 stitches. Sample was visually inspected and found to be conforming. Functional occlusion flow check was performed and found nonconforming as water was dripping, several small pieces of foreign material (fm) was extracted from the phaco tip onto the filter paper. Foreign material was brown, blue and silver in color was observed. Wear observed on threads, flange, and nut corners and consistent with threading on handpiece. After removal of the foreign material, good water flow was observed exiting the phaco tip and nothing was observed extracted onto the filter paper. The pieces of foreign material were sent to the particle lab for analysis and the foreign material to best match with cotton. The metallic fiber particles identified as carbon, oxygen, aluminum, silicon, phosphorous, sulfur, chlorine, calcium, chromium, iron, nickel, copper, and zinc. This spectrum suggests the metallic particle is heavily composed of nickel, zinc, and chromium. The brown material was isolated and examined under high magnification. The exact identity of the material cannot be positively identified by the particle lab. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The video and photo attached was reviewed by the manufacturing site. The video shows phaco occlusion issue. The reported issue of not aspirated was confirmed from the video review. The photo is of a pak label, the reported product and lot information is confirmed. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The evaluation of the attached video confirms the not aspirated as noted by the customer. The particle test analysis identified heavy metals including nickel, zinc, and chromium. The brown material was isolated and examined under high magnification. However, the particle lab was unable to determine the exact material. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The nurse reported that during cataract surgery with intraocular implant, the phaco handpiece failed to aspirate and showed an occlusion error on the screen. The fluidic management system (fms) was replaced, and balanced salt solution (bss) was used to flush the handpiece. The patient sustained a wound burn, which the surgeon managed with five sutures to complete the procedure. Additional information received that no aspiration was observed due to occlusion. While the aspiration function itself remained operational, it was unable to aspirate the cataract piece because of the blockage. Phaco mode was initiated briefly, during which occlusion rings appeared. The surgeon noticed a burn and subsequently removed the handpiece. The nurse used balanced salt solution (bss) to flush through the aspiration port, and the cataract remnant was expelled. The phaco tip and fluidic management system (fms) were then replaced, and the procedure was completed using the same handpiece on the same day. There was no current information on the patient¿s visual acuity (va), but in this case, the surgeon was expecting a va of 20/32, which has not yet been achieved. The surgeon would continue to follow up on this case. The burn area appeared slightly opaque due to the thermal effect but did not involve the central cornea. No corneal implant was required. The phaco tip and sleeves were returned inside the tray along with the fms.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.